Event description:
It was reported that the ambulance cot was involved in a t-bone automobile accident and became detached from the cot fastener. Reportedly, the patient experienced pain in the shoulder, neck and hip following the accident. No additional information on the status of the patient is available.

Manufacturer narrative:
Patient experienced pain due to the ambulance accident and not as a fault of the device.